Event description:
It was reported that using offset cup impactor during surgery, offset cup impactor bolt became stuck in the acetabular cup after impacting. Bolt in still in cup and will be returned today (B)(4) 2014.

Manufacturer narrative:
An event regarding disassembly issue involving a cup impactor bolt was reported. The event was confirmed. -device evaluation and results: visual inspection of the returned device indicates there is deformation at the base of the threaded region of the returned device. Dimensional inspection was not performed as the device is fully functional. When the device was received it could not be disassembled, but once disassembled the device is fully functional. -device history review: indicated that the specified lot was accepted into final stock with no reported discrepancies. -complaint history review: indicated that there have not been any other events for the specified lot. Conclusions: the reported event involves not being able to remove the impactor bolt from the cup. Material analysis of the returned device indicates that a force greater than hand tight was applied to engage the bolt and the cup. This is the reason for the inability to disassemble the blot from the cup.

Event description:
It was reported that using offset cup impactor during surgery, offset cup impactor bolt became stuck in the acetabular cup after impacting. Bolt in still in cup and will be returned today (B)(6) 2014.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.